Event description:
It was reported that iab was inserted via right inguinal artery. After connection to iabp, helium leak alarms occurred. Iab was exchanged. There were no associated pt complications.